Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that upon interrogation, the implantable pulse generator (ipg) was functioning as programmed and not intervention was required.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a remote transmission showed rates of 99 beats per minute at times and abnormal implantable pulse generator (ipg) function was suspected. It was noted that the rate drop response was programmed on. The ipg remains in use. No patient complications have been reported as a result of this event.